Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lcx was treated. On the same day, post procedure, elevated troponin levels were noted. The cec assessed this event as a non q wave mi (target vessel), mdt extended hist peri pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The index procedure was prompted by unstable angina and positive stress test. During the index procedure the cx was treated with two resolute onyx stents. The mi occurred in the cx. If information is provided in the future, a supplemental report will be issued.